Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for triglycerides for two (2) patient samples assayed on a unicel dxc 600 pro synchron chemistry analyzer. The erroneous triglycerides results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported obtaining quality control results which were recovering outside of the laboratory's established ranges. The customer repeated the triglycerides assay for the two (2) patient samples after performing initial troubleshooting activities. Lower results were obtained. The customer requested a service call.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the sample probe and wash collar as well as the mixer paddles. The fse performed a probe level sense bead adjustment and rinsed the wash collar. The fse installed a new triglycerides reagent cartridge, recalibrated the assay, thawed new quality controls, and assayed the quality controls. The triglycerides results for the quality controls were within specifications.